Manufacturer narrative:
Additional information was received on may 25, 2025. The patient experienced breast cancer with metastasis after the replacement device had been implanted for several years. Bone cancer and liver cancer were noted. This information was obtained following a sequence of events reported as part of a clinical study. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction with a 590cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, the device was replaced with a new 590cc mentor memorygel breast implant on (B)(6) 2020. This was part of a clinical study.